Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The event description indicated that the subject stent was being used in a stenosis case which is not recommended. The neuroform atlas stent dfu states "the neuroform atlas stent system is intended to be used with occlusive devices in the treatment of intracranial aneurysms". As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to the reported event.

Event description:
It was published in a news report on a news website and social media in china that in a patient with chest pain, left intracranial vertebral occlusion, severe right intracranial vertebral and basilar artery stenosis was confirmed for which subject stent implantation was performed on (B)(6) 2023. The medical record showed that the subject stent was deployed at the stenosis after balloon dilation, the blood flow improved, and the surgery was successfully finished. Post-procedure patient was stable with symptoms improved and was discharged on (B)(6) 2023. The patient had an acute cerebral infarction on (B)(6) 2023. The patient went to the local hospital for CT scanning, and it showed no stent in the patient's cerebral vessel. The physician admitted that the subject stent could not be seen when it was pushed out of the microcatheter (the images did not show the stent released and opened after the stent was delivered to the target lesion). The subject stent was not successfully deployed. The exact location of the subject stent was unknown. The patient underwent additional stent implantation on (B)(6) 2023. However, the patient¿s condition deteriorated, and passed away on (B)(6) 2023. No further information is available. There is no information or evidence indicating device relation to patient condition after procedure [infarction] and subsequent death. Reference: https://www.thepaper.cn/newsdetail_forward_23421604(pengpai news).

Event description:
It was published in a news report on a news website and social media in china that in a patient with chest pain, left intracranial vertebral occlusion, severe right intracranial vertebral and basilar artery stenosis was confirmed for which subject stent implantation was performed on (B)(6) 2023. The medical record showed that the subject stent was deployed at the stenosis after balloon dilation, the blood flow improved, and the surgery was successfully finished. Post-procedure patient was stable with symptoms improved and was discharged on (B)(6) 2023. The patient had an acute cerebral infarction on (B)(6) 2023. The patient went to the local hospital for CT scanning, and it showed no stent in the patient's cerebral vessel. The physician admitted that the subject stent could not be seen when it was pushed out of the microcatheter (the images did not show the stent released and opened after the stent was delivered to the target lesion). The subject stent was not successfully deployed. The exact location of the subject stent was unknown. The patient underwent additional stent implantation on (B)(6) 2023. However, the patient¿s condition deteriorated, and passed away on (B)(6) 2023. No further information is available. There is no information or evidence indicating device relation to patient condition after procedure [infarction] and subsequent death. Reference: https://www.thepaper.cn/newsdetail_forward_23421604(pengpai news).

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.